Event description:
It was reported PICC line placed on 09/07/2024, the operation went well. The patient had immunotherapy on (B)(6) 2024, no problem. On (B)(6) 2024, the nurse called a different facility because she was unable to perform the pulsed rinse and the patient seemed to have chest pains during the injection and was leaking. The patient went to the emergency room, where an echodoplasty was performed, showing no thrombosis. Visualization of a bend and perforation of the line, explaining the leak. No impact to the patient, removal of line. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the cause is unknown. The product returned for evaluation was a 4fr sl powerpicc solo catheter. The returned product sample was evaluated and a kink impression with a longitudinal split was observed between the 3 cm and 4 cm marks on the catheter body. No specific evidence was seen during the investigation which supported a specific root cause for this event. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC line placed on (B)(6) 2024, the operation went well. The patient had immunotherapy on (B)(6) 2024, no problem. On (B)(6) 2024, the nurse called a different facility because she was unable to perform the pulsed rinse and the patient seemed to have chest pains during the injection and was leaking. The patient went to the emergency room, where an echodoplasty was performed, showing no thrombosis. Visualization of a bend and perforation of the line, explaining the leak. No impact to the patient, removal of line. No other information was provided.